Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, two computed tomography (CT) scans measured a 65mm perimeter and a transesophageal echocardiogram (tee) measured a 60mm perimeter. Diameters of sinus of valsalva were 26mm for the left coronary sinus, 27mm for the right coronary sinus and 28mm for the non-coronary sinus. The annulus angle was 60 degrees with the left ventricular outflow tract (lvot) about the same size as the annulus. Of note, calcium protruded into the lumen on the non-coronary cusp of the aortic valve side and calcium connected to the mitral annulus calcification on the left coronary cusp of aortic valve side. After the annulus was crossed with a non-medtronic guidewire, a pre-balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18mm balloon which was underfilled from 20mm. With the first pre bav, the balloon was inflated at the area slightly ascending from the annulus. With the second inflation, the balloon was firmly connected the annulus and inflated for 5 seconds. The native aortic regurgitation then worsened confirmed by tee and the transcatheter 26mm valve was immediately delivered at 5mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). There was no interference with mitral valve as confirmed via tee and no paravalvular leak (pvl) presented. The lcc dived at the fulcrum of the ncc and the valve was fully released at this position. As reported, tension of pushing was applied to both the dcs and the guidewire. As the first paddle of the valve was released, the ncc became 0mm (dislodgement). Though it could not be evaluated, but the position did not seem to have changed. After the valve was fully released from the dcs, it was difficult to collect the nose cone. As reported, the patient anatomy contributed to this nose cone difficulty. Repeated attempts were made to center the nose cone but the nose came into the valve frame if the wire was pulled. The nose cone would move to the greater curvature side and moved down from the bottom of the frame if the wire was pushed. Thus, the entire system was pulled to collect dcs while the wire was pulled into the nose cone. When a non- medtronic supportive device was inserted into the pigtail catheter, which was slowly pulled out to remove the ncc pigtail, the valve dislodged. The valve moved up and down due with the blood pressure white it rotated slightly in the horizontal direction. A 90 centimeter (cm) snare was used inserted from the left femoral access on the greater curvature side but it could not reach the valve. The lesser curvature side was attempted and the valve was pulled to the proximal portion of the ascending aorta. Ultimately, a non-medtronic system was loaded which also became stuck on the greater curvature side. However, this system was moved to the arch and the direction of the tip was changed. The non-medtronic 20mm valve was deployed at +1 and tee identified moderate pvl. Of note, there was a reported risk an annulus rupture considering the positional relationship of calcium even if pvl was mild-moderate. This valve was applied at +2 using the system balloon. The procedure was completed at this point and pvl was not present. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: g2 report source - checked foreign. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.